Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient feels like the device has slipped down and when reaching with their arm they feel pain. The device is still in use. No further patient complications have been reported as a result of this event.